Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that high capture threshold resulting in loss of capture was observed on the right ventricular (rv) leadless pacemaker (lp). As a result, the patient experienced bradycardia that led to syncope and ventricular fibrillation (vf). The patient had a subcutaneous implantable cardioverter defibrillator that delivered high voltage defibrillation therapy to resolve the vf. The device was reprogrammed to resolve the loss of capture. The patient was in stable condition.